Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a yellow wrench alarm was confirmed during evaluation of the returned power module (serial number:( B)(6). Upon connecting the unit to ac power, the yellow wrench and power on lights were observed to illuminate yellow, and a beeping audio tone activated. The issue was traced to the unit¿s main printed circuit board (pcb), which was replaced. The repaired power module was then functionally tested and found to perform as intended. Preventative maintenance was performed, and the serviced and repaired unit was returned to the rental pool. The exchanged pcb was then returned to product performance engineering (ppe) for further evaluation. Upon installation in a known working test unit, the reported event was again reproduced. Despite the alarm status, the power module was still able to operate a mock circulatory loop without issue. Further analysis of the circuitry revealed that one of the dc/dc converters was not performing as intended. Although the unit was still able to supply power to the controller, the output of this component is monitored by the microprocessor and would have resulted in the observed yellow lights and alarm. The root cause of the reported event was determined to be electrical damage to a dc/dc converter component on the main pcb; however, the root cause of the electrical damage could not be conclusively determined. Review of the device history record for the power module, serial number ppm-14104, showed the device was manufactured in accordance with manufacturing and quality assurance specifications. Heartmate 3 instructions for use (IFU) section 8, entitled ¿equipment storage and care¿ describes how to care for and clean all equipment, including the power module. Section f, entitled ¿safety checklists¿, provides checklists to assist the patient in performing routine maintenance of the heartmate 3 lvad equipment, including the power module. The heartmate power module instructions for use (IFU) section 4.0, entitled ¿power module (pm) backup power¿, and section 5.0, entitled ¿power module (pm) alarm conditions¿), instructs users on how to handle yellow wrench and yellow power on alarms that occur on the power module. Users are instructed to immediately switch to a new power source. Heartmate 3 patient handbook cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the power module had a yellow wrench malfunction alarm activated.

Manufacturer narrative:
No additional information has been provided. A supplemental report will be submitted once the manufacturer's investigation is complete. Reporter phone number: (B)(6)